Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. The patient's blood glucose results were 5.9 versus the labs 7.6 mmol/l. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.